Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, pericardial effusion with hemodynamic compromise was observed. Drainage was performed, medication was administered and hemodynamic stability was obtained. The case was completed with cryo. An electrocardiogram (ECG), x-ray, and echocardiogram were performed following the procedure, and results were normal. Hospitalization was extended. The patient was a participant in the "(B)(6)" clinical study. No further patient complications have been reported as a result of this event.